Event description:
Intermittent noise seen on the rv channel and intermittent non-capture seen in an rv lead monitoring recording transmitted to home monitoring. Full lead evaluation was recommended. Lead remains implanted. Should additional information be received, this file will be updated.

Manufacturer narrative:
Combination product: yes.

Manufacturer narrative:
Combination product: yes. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.